Event description:
Health professional reported, "explanted band (and) port/band intolerance."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan ahs rec'd the product however the analysis has not been completed at this time. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the diagnostic testing has been requested. Device labeling addresses the contraindication for patients regarding intolerance as follows: "patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices." "It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."